Event description:
A customer reported that a cataract system had low vacuum during a procedure. After flushing the handpiece, the surgery was completed with the same equipment. There was no pt harm.

Manufacturer narrative:
The customer called the company tech support specialist (tss) to assist with troubleshooting. The tss instructed the customer via phone to flush bss through with the syringe and try again. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).